Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the surgeon observed no electrical energy output from the permanent cautery hook instrument, and there were sparks noted on the instrument rod. The customer removed the permanent cautery hook instrument and discovered that it was burnt, and the steel wire was broken. The customer replaced the permanent cautery hook instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. On (B)(6) 2022, intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. The instrument conductor wire insulation was damaged with the internal wires exposed, and there were signs of thermal damage. Arcing was observed during the procedure. A video recording of the procedure is not available, but images of the instrument damage were provided to isi for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the monopolar yaw pulley thermal damage to be related to the customer reported complaint. The instrument was found to have thermal damage at the weld on the monopolar yaw pulley. The root cause of the monopolar yaw pulley thermal damage is typically attributed to device design. Failure analysis found the secondary failure of the derailed grip cable to be related to the customer reported complaint. The instrument was found to have a derailed grip cable at the distal end, likely caused by the thermal damage to the proximal clevis. The root cause is attributed to a component failure. Additionally, the instrument was dissembled during in-house testing for further inspection. The conductor cap, idler pulley, distal and proximal clevis were all found to have thermal damage. As a result of the thermal damage, the idler pulley, proximal and distal clevis were melted. The root cause of the above thermal damage findings is attributed to mishandling/misuse. The instrument was found to have thermal damage on the conductor wire insulation. As a result, the conductor wire was exposed at the distal end. The root cause of this failure is attributed to a component failure. A review of the instrument logs showed the permanent cautery hook instrument (part# 470183-14 / lot# n10210906-0050) was last used on (B)(6) 2022 during a procedure with system (B)(6). The permanent cautery hook instrument had 8 uses remaining. Images of the permanent cautery hook instrument related to this event were received. A review of the submitted images was performed by an isi failure analysis engineer (fae). The following additional information was provided: "it looks like the instrument¿s conductor wire is broken at the weld. As a result, there is some thermal damage observed on the distal clevis and the proximal clevis. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that during a da vinci-assisted thymectomy surgical procedure, the customer observed sparks on the permanent cautery hook instrument rod. The customer removed the permanent cautery hook instrument and discovered that it was burnt, and the conductor wire was broken. This event will be reported due to the arcing that occurred and resulted in the damage reported on the permanent cautery hook instrument. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. Additionally, the permanent cautery hook instrument exhibited signs indicative of thermal damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. . PMA/510(k) number and adverse event are not applicable.